Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in aortic position. During the procedure, when the physician tried to place the first sheath, the tip buckled at the skin level. When the physician pulled it out, it was noticed to be bent at the tip of the sheath. It was decided to open a new 14 fr esheath. The second sheath was placed and as the physician advanced the 26mm valve through the sheath he was unable to advance it anymore. He tried to pull the sheath and valve out but was unable to do so. The team noticed that it appeared the valve was through the sheath in the external iliac. The surgeon performed a surgical cutdown to remove the valve. The case was aborted to let the patient stabilize and recover and the valve was not implanted. As per follow-up with the fcs, the devices were prepped correctly and the expansion tool was used. The insertion angle was not steep and the dilator was fully inserted. The vessel was pre-dilated with a 16fr dilator. The first esheath damage was clarified as just the tip was bent up. The 2nd esheath damage was clarified as "torn all the way up to the white portion." There was no damage to the valve. The valve did not make it out of the tip of the esheath. Regarding the statement "it appeared the valve was through the sheath in the external iliac" it was clarified that there was damage to the esheath and there was vascular damage due to the cut-down. The patient was discharged home and will be rescheduled at a later date. The fcs will be returning the second sheath, commander system and the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The visual inspection of the returned device revealed the following: flex shaft is protruding through the sheath liner; liner strand approximately 1.5" in length starting approximately 2" from strain relief; liner tear from distal end of sheath approximately 1" distal of strain relief; liner bunching along tear near distal tip; distal tip of sheath not returned and appeared to be cut off, scratches long the shaft; and two (2) kinks on sheath shaft 3" and 4.5" from strain relief. Due to the condition of the returned device (liner tear, liner strand), no applicable functional testing was able to be performed. Dimensional testing was performed and revealed that all measurements were found to be within the specification. Imaging evaluation was completed and the following was observed: calcification and tortuosity is present in the patient's access vessel. The complaint for "inability to advance through sheath" was confirmed based on evaluation of the returned product. Available information suggests patient factors (calcification, tortuosity) likely contributed to the event as calcification and tortuosity were observed in the patient-s right access vessel. Per returned evaluation, scratches along the shaft and kinks on the sheath shaft were observed. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. The complaints for "sheath liner strand" and "liner punctured" were confirmed based on the evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) and/or procedural factors (valve caught on liner, excessive manipulation) likely contributed to the event. Some of the observations seen on the returned device (distal tip missing, kinks) were likely a result of the additional surgical intervention performed to retrieve the devices; however, the other observations (liner torn, liner strand) could have occurred during insertion of the delivery system into the patient. During delivery system advancement through a challenging pathway (calcified, tortuous anatomy), it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity if present can exasperate the interaction between the crimped valve and sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.